Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge increased from 40% to 75% battery life while the pump was not being charged. There was no reported impact to the customer's blood glucose level. It was indicated that manual injections were available for back up therapy.